Event description:
It was reported that the pump was " getting hot." Additionally, it was reported that the customer had a "charging issue with the pump." Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. There was no reported adverse impact to the customers blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.